Event description:
User reported that the gu60a device's detector box caught the scan table while the device's swivel arm was being rotated. This caused the table to tip over and the patient fell on the floor. The e-stop button was not pressed. The patient was transported to the hospital. No further information available.